Event description:
Packaging issue. A special order was placed. The email for the lens order was sent for order as a compilation of all lenses for that day in a single attachment as usual. The lens was supposed to be ordered as a ma60ma -4.0 (negative). The lens that was actually received was a ma60ma 4.0 (positive). This is a unique rare situation for which a special negative powered iol was ordered. On the day of surgery, a timeout was performed after the patient entered the room. The correct patient, dob, operative eye, etc, was verified. The lens was also verified by the circulating nurse as "ma60ma minus 4.0". A second timeout was performed immediately prior to making the incision, during which the correct patient, side, and verbally re-confirmed the lens implant as "ma60ma minus 4.0". The surgery began, and proceeded to the point prior to asking for the iol to be opened. Again, the lens was verbally verified as "ma60ma minus 4.0". The lens was then opened, and implanted into the patient's eye. Upon conclusion of the case and receiving the iol stickers, it was noticed the identification sticker for the iol implant was "4.0" not "-4.0". At this time, the box was inspected and it displayed "04.0" and then it was discussed with the circulating nurse that "04.0" was confusing and was initially thought to mean a negative power. The alcon representative was called to confirm the meaning of "04.0" and that this does not mean a negative power lens.